Event description:
The patient reported, he has been having elevated blood glucose readings. He stated that his blood glucose originally went high because he ate too much, and then he could not bring it down. He said he has tried to bolus through his insulin infusion device, but his blood glucose readings have continued to go up. He stated this morning, his reading was in excess of 500 mg/dl. The patient stated he has replaced his insulin, infusion sets, and adapters but he is still having elevated blood glucose. He stated he is giving himself boluses by insulin syringe which brings his levels down somewhat but, when he reconnects to his infusion device, his blood glucose goes back up. He does not believe the infusion device is delivering accurately. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.